Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received several temperature alarms approximately a month ago. The customer stated the pump overheats and declares a temperature alarm while the pump is at normal temperature conditions. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 200-220 (mg/dl). Reportedly, the customer began using manual injections as insulin therapy following the malfunction alarm. Customer stated they would continue to use manual injections until the replacement pump is received.